Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the clinical sales representative (csr) called an intuitive surgical inc. (Isi) technical support engineer (tse) to report erbe activation errors. The csr stated that they had attempted to power cycle and swap instrument cords, but energy was not being delivered properly. The tse viewed system logs and confirmed c-01 and u-02 errors. The csr stated that they do have a vision side cart (vsc) that just freed up and was going to speak with the surgeon about swapping due to this case just starting and the amount of issues with the generator. The customer proceeded with the case and completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that the procedure was completed robotically after swapping the vision tower with another robot at the hospital. There was about a five minute delay in the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the erbe due to c-01 and u-02 errors. The system was tested and verified as ready for use. Isi has received the erbe for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted following completion of the investigation. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system sk2517. A review of the site's system logs for the reported procedure date was conducted by the tse. Investigation revealed the following possible related system errors: 25913 - iesu error: u-02 - iesu checkmaster failure. This complaint is classified as a reportable event due to the following conclusion: the customer converted to another vision side cart after the start of the procedure due to erbe activation errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Additional information found in: h2, h3, h10. D02 - intuitive surgical, inc. (Isi) received the generator involved with this complaint and completed the evaluation. Fa confirmed and reproduced the reported complaint. The unit did not energize nor cauterize any ports. The unit was placed on an in-house system and was run in normal mode. The fse had replaced the generator due errors. System tested and verified as ready for use.

Event description:
Refer to h10/h11 for follow-up information.